Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed non-sustained right ventricular oversensing alert due to oversensing noise on the implantable cardioverter defibrillator (ICD). No changes or intervention was performed; the device will continue to be monitored. The patient condition was stable.